Event description:
It was reported by a veterinarian that a dog underwent a neutering procedure and suture was used to close the linea alba. Two days post operative it was noted that the suture had broken.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.